Event description:
It was reported that shaft break occurred. The 80% stenosed, 15mm in length target lesion was located in the severely tortuous, calcified, and 3.0mm in diameter left circumflex artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, the delivery shaft was fractured at 60cm from the distal end of the balloon. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a quantum maverick mr balloon catheter. The balloon was tightly folded. The tip, balloon, markerbands, proximal weld, inner/outer shaft (lumen) were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube with a separation in the hypotube located 67 cm from the tip of the device. The fracture faces were oval, as if kinked prior to separation. Inspection of the remaining device found no other defects or irregularities.

Event description:
It was reported that shaft break occurred. The 80% stenosed, 15mm in length target lesion was located in the severely tortuous, calcified, and 3.0mm in diameter left circumflex artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, the delivery shaft was fractured at 60cm from the distal end of the balloon. The device was completely removed from the patient's body and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.